Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
According to the available information, the complaint described in (B)(4) concerns a patient with bladder cancer who experienced a traumatic catheterisation with sc standard male. Following use of the speedicath catheter to empty the bladder, the speedicath catheter was used for bcg instillation (as a treatment for the bladder cancer), which caused bcg sepsis and hospitalization of the patient. The risk of harm is short-term, and the patient is no longer hospitalized.